Manufacturer narrative:
The handpiece was returned with a loose mount. It was tested on a generator and gave an error code 3, but did not give an error code 5 nor "4c error codes" were displayed during evaluation. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch hitory records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported the handpiece was not working. The customer did not have any details. The customer tested the device and received error 5 with test tip and pre-run. The error log contained multiple 4c error codes.